Event description:
It was reported that the casters malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer which determined the casters were stripped. Customer sent replacement casters. Customer performed evaluation.

Event description:
It was reported that the casters malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.